Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that over the last couple of days, they have noted an intermittent motor stall lasting and hour or so with the pump. The company representative (rep) stated that he inquired if the patient had any contact with any magnetic device and they did not think so. The agent advised the company representative (rep) to have provider check with the patient to see if there was anything different in their environment that could cause the pump to stall. The rep brought the hcp on the line, and they mentioned that the patient was in a department store yesterday around the time of the first stall and a security alarm went off due to a magnetic tag from a clothing item. They planned to follow up with the patient to try to determine if this could be a cause of the stalls. The issue was not resolved through troubleshooting. The patient continued to have intermittent motor stalls and did not think the patient was encountering magnets. He stated the pump was refilled yesterday and the stalls started happening shortly after the refill. However, the patient was not having any symptoms and was not hearing the alarm consistently. The agent reviewed troubleshooting options including monitoring and potential rotor test during stall if they are questioning whether it was stalled. Additional information was provided from a company representative (rep) stated that the pump seems to be consistently stalled now which started yesterday. The healthcare provider (hcp) asked about silencing the alarm. The hcp plan to put the pump at minimum rate and have her consult with a surgeon regarding replacing it or removing it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the intermittent motor stall was not determined, however, the patient had a pacemaker and abbott spinal cord stimulator system on the same side of the body as the patient's pump. It was unknown if there were any external, environmental, or patient factors that may have caused or contributed to the intermittent motor stall. The patient's pump had gone into a motor stall and had not recovered. The patient was being sent to a surgeon for evaluation to remove or replace the pump. The intermittent motor stall did not resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the pump replacement was scheduled for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative who reported that the pump was replaced.